Event description:
It was reported that patient experienced significant abdominal pain following a permanent implant of ipg and lead on 18 december 2023 and was admitted to the hospital. Patient is currently doing better.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.